Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with no other devices. There was blood in the inflation lumen. There were multiple hypotube kinks. Magnified inspection revealed a pinhole and scratch adjacent to the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 2 atmospheres after being inflated for 2 seconds. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 2 atmospheres after being inflated for 2 seconds. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).